Manufacturer narrative:
H.6. Investigation: customer returned one (1) used 32g x 4mm bd pen needle. Spouse of consumer stated husband could not attach his pen needle to insulin pen because the non-patient end was bent. Stated she took the pen needle to make sure he was doing it correctly and stuck her finger. The returned sample was examined, and it was observed that the non-patient end (npe) cannula was bent. No evidence of manufacturing defects was observed on the sample. The bent npe cannula would be the reason why the user would be unable to attach the pen needle to a pen injector properly. As the sample was returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannula is user error when attaching the pen needle to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula) the possible root cause for this issue (bent npe cannula) is: user error. No evidence of manufacturing related issues were observed on the returned sample. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. H3 other text : see h.10

Event description:
It was reported that the pen needle was not able to attach to the pen with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported that the consumer could not attach his pen needle to insulin pen because the non patient end was bent. Stated she took the pen needle to make sure he was doing it correctly and stuck her finger. Stated she's ok, no medical attention. Just stated, it really hurt when she stuck her finger in error.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen needle was not able to attach to the pen with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported that the consumer could not attach his pen needle to insulin pen because the non patient end was bent. Stated she took the pen needle to make sure he was doing it correctly and stuck her finger. Stated she's ok, no medical attention. Just stated, it really hurt when she stuck her finger in error.